Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "intellicuff device during connection to cuff was inflating continuously. Pressure was falling repeatedly. Leak inside intellicuff device". - this occurrence was noticed during patient ventilation. - there is need for medical intervention reported. The intellicuff device had to be disconnected. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is(B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "intellicuff device during connection to cuff was inflating continuously. Pressure was falling repeatedly. Leak inside intellicuff device". - this occurrence was noticed during patient ventilation. - there is need for medical intervention reported. The intellicuff device had to be disconnected. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. A detailed investigation was performed by an expert from the technical service: the defective intellicuff was returned to hamilton medical ag via rga 97212. The investigation confirmed that the root cause of this incident was a defective connector of the intellicuff pneumatic cuff. Due to a crack in the cuff the pressure in the balloon could not be maintained. The user exchanged the defective device. In this case there was patient involvement and the device had to be exchanged. There was no patient or user harm but in a worst case scenario the incident could have led to a deterioration of the patient's health. The case was assessed reportable.